Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 27 aug 2024.

Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 20 aug 2024.

Event description:
It was observed during the device inspection, that the xenon light source exhibited color issues. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the color bar is displayed in the image due to wrong connection between the device and the monitor. The cause of the wrong connection was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Evis exera iii xenon light source olympus clv-190 instructions(chapter 3 installation and connection_3.1 precautions for installation and connection.¿ olympus will continue to monitor field performance for this device.